Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this failure mode is in progress.

Event description:
The facility representative contacted baxter to report an intermate that has ruptured during the patient infusion. The device was filled with 125ml (milliliter) of sodium chloride. After being prepared, the device was stored in the fridge for 6 hours before use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4).

Event description:
The customer stated that the cell-dyn analyzer went off and a burning smell was noticed from the voltage regulator. The instrument was inspected and an incorrect fuse was replaced with a correct one in order to match the instrument power of operation. No impact to user safety or patient management was reported.